Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The customer also reported other blood glucose values such as 590 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege pump was under delivering and drive support cap appears normal. The customer treated for high blood glucose with insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.